Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing impedance measurement of greater than 2,000 ohms. Boston scientific technical services (ts) discussed possible causes and stated that lead was out of specifications and that physician could also continue to monitor the patient since there was no noise observed and some measurements were stable. Additional information obtained that patient will have a normal follow-up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.